Manufacturer narrative:
Reporter used the product for their dental bridge, which is an unapproved use. Dental cream is designed to be used only for full and partial dentures, per label. Consumer claimed their dental bridge dislodged and they ingested the dental bridge resulting in surgery. Product return was requested and a follow-up questionnaire has been sent to the reporter, but neither have been received at this time. As a valid production code has not been provided by the reporter, no further product investigation is possible at this time. Further evaluation will occur upon receipt of the consumer product and/or the questionnaire.

Event description:
Bridge hooked into intestines [foreign body in gastrointestinal tract]. Nearly lost my appendix [appendix disorder]. Securing dental bridge with fixodent, is not effective to secure dental bridge [therapeutic product ineffective for unapproved indication]. Bridge came out and swallowed it (fixodent not effective to secure bridge) [accidental device ingestion]. Bridge came out and swallowed it [exposure via ingestion]. Used fixodent 2 times per day [device used for unapproved schedule]. Pain [pain]. Fever [pyrexia]. Case description: a consumer, unspecified age and gender, reported spontaneously via e-mail on 01-apr-2019 that he/she had a dental bridge that was secured with fixodent denture adhesive, version unknown. On (B)(6) 2017, his/her bridge came out while eating dinner and he/she swallowed it. He/she went to the ER. A week later, he/she went to have the bridge surgically removed through his/her stomach. The bridge was hooked into his/her intestines and he/she nearly lost his/her appendix. Relevant history: hist drug/prev exp: fixodent (used your product for years). Concomitant product(s): none reported. The case outcome was recovered. No further information was provided. 28-jun-2019 received consumer's questionnaire and medical document: the consumer, a 49 year old female, reported she used the product 2 times per day for 2 to 3 years to hold in her dental bridge, and discontinued product use on (B)(6) 2017. She swallowed her dental bridge on (B)(6) 2017 and went to the emergency room. She was told she would "pass" it. A week went by and she experienced pain and fever. The consumer went to an internist who admitted her to the hospital. She had a CT scan which showed the bridge in her lower intestines. She had the bridge surgically removed through her navel. The consumer submitted patient instructions for pelvic laparoscopy on (B)(6) 2017. Follow-up instructions included a prescription for norco 7.5 mg. Relevant history: allergy/intolerance: food allergy (peanut), drug allergy: bactrim (bactrim), sulfa (sulfa), penicillin (penicillin), flexeril (flexeril), z pack (z pack), metoclopramide (metoclopramide), medical history: spasmodic dysphonia (spasmodic dysphonia) and autoimmune thyroiditis (hashimoto's disease). Concomitant product(s): none reported. Lab data: computerised tomogram: (B)(6) 2017 (CT scan to view dental bridge in lower intestines). The case outcome remains recovered. No further information was provided.

Manufacturer narrative:
Reporter used the product for their dental bridge, which is an unapproved use. Dental cream is designed to be used only for full and partial dentures, per label. Consumer claimed their dental bridge dislodged and they ingested the dental bridge resulting in surgery. Product return was requested and a follow-up questionnaire has been sent to the reporter, but neither have been received at this time. As a valid production code has not been provided by the reporter, no further product investigation is possible at this time. Further evaluation will occur upon receipt of the consumer product and/or the questionnaire.

Event description:
Bridge hooked into intestines [foreign body in gastrointestinal tract], nearly lost my appendix [appendix disorder], securing dental bridge with fixodent, is not effective to secure dental bridge [therapeutic product ineffective for unapproved indication], bridge came out and swallowed it (fixodent not effective to secure bridge) [accidental device ingestion], bridge came out and swallowed it [exposure via ingestion]. Case description: a consumer, unspecified age and gender, reported spontaneously via e-mail on 01-apr-2019 that he/she had a dental bridge that was secured with fixodent denture adhesive, version unknown. On (B)(6) 2017, his/her bridge came out while eating dinner and he/she swallowed it. He/she went to the ER. A week later, he/she went to have the bridge surgically removed through his/her stomach. The bridge was hooked into his/her intestines and he/she nearly lost his/her appendix. Relevant history: hist drug/prev exp: fixodent (used your product for years). Concomitant product(s): none reported. The case outcome was recovered. No further information was provided.